Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant procedure impedance there was no impedance measurement on the right atrial (ra) lead. The lead was checked in situ and remains in use. No patient complications have been reported as a result of this event.